Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, during preparation for use the subject device had a broken cable and the lens was blurry. The customer provided the procedure was therapeutic and no additional details were provided. There were no reports of patient harm.

Event description:
It was reported, during preparation for use the subject device had a broken cable and the lens was blurry. The customer provided the procedure was therapeutic and no additional details were provided. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found damaged cable. In addition inspection noted bad charged coupled device lens due to scratch on lens. Based on the results of the investigation, the most probable cause of complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.